Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, dribbling, overactive bladder, frequency, slow stream, hematuria and incomplete bladder emptying. No explant procedure was reported. Subsequent treatments and/or therapies were reported.